Manufacturer narrative:
The reported events were noise and mode-switch. A partial lead (only distal portion) was returned in one piece with the helix found retracted and clogged with blood/ tissue. The reported event of noise was not confirmed. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductors due to procedural damage. Visual and x-ray examinations of the partial lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
Correction: the correct investigation conclusion should have been "no problem detected", rather than "unintended use error caused or contributed to event".

Manufacturer narrative:
Further information was requested, but not received.

Event description:
Related manufacturer reference number: (B)(4). It was reported, that the patient presented for a follow-up visit in the clinic. Upon interrogation, it was discovered, that the pacemaker and the right atrial (ra) lead exhibited noise over-sensing. The ra lead noise resulted in episodes of inappropriate mode switch. The pacemaker and the ra lead were explanted and replaced. The patient remained in stable condition.